Event description:
The facility's clinical engineer reported an infusion pump with failure an 812:00 failure code. Attempts have been made to contact the reporting facility, but no info has been obtained regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.